Manufacturer narrative:
Investigation summary: no customer response regarding lot information. Root cause: insufficient info. Source: email.

Event description:
Reported one false positive sars result. The customer communicated the result tested negative by molecular (pcr testing).